Event description:
A healthcare professional reported right side suspected rupture of implant diagnosed by ultrasound. The device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional additionally reported right capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, e3, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
A healthcare professional reported right side suspected rupture of implant diagnosed by ultrasound. Healthcare professional additionally reported right capsular contracture baker grade IV. Healthcare professional additionally reported "right breast capsule: chronic inflammatory cells." The device has been explanted.

Manufacturer narrative:
Corrected data: b.3., d.4., h.4.

Event description:
A healthcare professional reported suspected rupture of implant diagnosed by ultrasound and capsular contracture, baker grade unknown. Later an intact device was reported. Histology report showed ¿right breast capsule chronic inflammatory cells". The device has been explanted and replaced with a non-allergan device. This record relates to the right side.